Manufacturer narrative:
Qc was within the established ranges. No system issues were reported. The sample was drawn in a yellow sst hemoguard bd tube. The sample indices are all negative. Service was not needed as the issue appears to be sample related. A definitive root cause for the event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated c-reactive protein (crp) results generated by unicel dxc 800 pro synchron chemistry analyzer for one patient. The results were reported out of the laboratory. Repeat testing produced lower results. There was no effect to the patient as the physician questioned the results.